Event description:
It was reported that during a percutaneous transluminal angioplasty, balloon rupture occurred. The 100% stenosed lesion being treated was located in the moderately tortuous superficial femoral artery (sfa). A non-bsc 6f introducer sheath and non-bsc guide catheter were used. A non-bsc guidewire was advanced across the lesion and the lesion was pre-dilated with a non-bsc 2.0x40mm balloon. The 4.0x120mm 90cm sterling sl otw balloon was advanced and was inflated to 6 atm, the balloon ruptured during the first inflation. The device was removed intact. The dilation was completed with a sterling mr 4.0x120mm balloon and two 6.0x100mm non-bsc stents were placed in the sfa. No patient complications were reported and patient status is good.

Manufacturer narrative:
Patient age at time of event: 18 years or older. Ice evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).